Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluationthe complaint indicates that the patient's mother reported she removed the sensor patch due to bleeding, and did not see any part of the sensor wire attached to the sensor pod.based on visual inspection, testing concluded that the sensor wire with (B)(4) is missing from the sensor pod and seal carrier. The problem is confirmed because the sensor wire with (B)(4) was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the sensor wire was missing. The attempted sensor insertion was at the abdomen. Reportedly, the patient removed the transmitter prior to removing the sensor pod. Additionally, the patient stated that the sensor wire issue included bleeding at the insertion site. The sensor was inserted at the abdomen on (B)(6) 2017. No medical intervention was reported. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: do not remove the transmitter before removing the sensor pod from your body.